Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe pelvic pain/ chronic pain"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included dysuria, ear ache, fever, flu like symptoms, boil, diarrhea, deep vein thrombosis and blood in stool. Previously administered products included for an unreported indication: lupron. Concurrent conditions included obesity, leg pain, insomnia, stomach ulcer, gastritis, vaginitis, cough, sore throat, bronchitis, uterine fibroid, endometriosis and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression"), mood swings ("mood swings") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"), hypothyroidism ("autoimmune disorder type of disorder: hypothyroid"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder or problems or changes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen, ibuprofen (motrin), paracetamol (tylenol) and surgery (robotically assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain was resolving and the ectopic pregnancy with contraceptive device, genital haemorrhage, weight increased, hypothyroidism, depression, mood swings, anxiety, female sexual dysfunction, urinary tract disorder, urinary tract infection, bladder disorder, fatigue, nausea, migraine, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypothyroidism, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical condition, historical drug, concomitant disease, laboratory data, concomitant drug, treatment drug were added. Suspect drug indication. Added events abnormal bleeding (vaginal, menorrhagia), hormonal changes describe: mood swings, depression, anxiety, infection (bladder/urinary tract/vaginal) type: urinary, apareunia (inability to have sexual intercourse), autoimmune disorder type of disorder: hypothyroid, bladder or urinary problems or changes, migraines / headaches, nausea,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),fatigue, vaginal discharge, pregnancy (ectopic), weight gain / loss specify which one: weight gain, severe back pain, severe pelvic pain. In (B)(6) 2017, she had removed essure device. Updated events and onset date. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain/ severe pelvic pain/ chronic pain'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic)'), genital haemorrhage ('persistent bleeding'), menorrhagia ('abnormal bleeding (menorrhagia)') and autoimmune hypothyroidism ('autoimmune disorder, type of disorder: hypothyroid'). In a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective. The patient's medical history included: deep vein thrombosis in 2008, dysuria, ear ache, fever, flu like symptoms, boil, diarrhea, deep vein thrombosis and blood in stool. Previously administered products included: for an unreported indication: coumadin and lupron. Concurrent conditions included: obesity, leg pain, insomnia, stomach ulcer, gastritis, vaginitis, cough, sore throat, bronchitis, uterine fibroid, endometriosis and menometrorrhagia. Concomitant products included: medroxyprogesterone acetate (depo-provera) since 18-apr-2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression"), mood swings ("mood swings") and anxiety ("anxiety"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). And experienced autoimmune hypothyroidism (seriousness criterion medically significant), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion hospitalization), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal), type: urinary") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced urinary incontinence ("urinary incontinence"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder or problems or changes"). The patient was treated with ibuprofen, ibuprofen (motrin), paracetamol (tylenol). And surgery (robotically assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain was resolving. And the ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, weight increased, autoimmune hypothyroidism, depression, mood swings, anxiety, female sexual dysfunction, urinary tract disorder, urinary tract infection, bladder disorder, fatigue, nausea, migraine, headache, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge and urinary incontinence outcome was unknown. Pregnancy related information: retrospective report, last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred, during the first trimester. The reporter considered anxiety, autoimmune hypothyroidism, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: different device removal date was provided ((B)(6) 2017). Discrepancy on ectopic pregnancy previously reported, as yes. Now in current pfs ectopic pregnancy n. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 45.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2014, results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, hospitalization updated for event menorrhagia. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe pelvic pain/ chronic pain"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), genital haemorrhage ("persistent bleeding") and autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroid") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included dysuria, ear ache, fever, flu like symptoms, boil, diarrhea, deep vein thrombosis, blood in stool and deep vein thrombosis in 2008. Previously administered products included for an unreported indication: coumadin in 2008 and lupron. Concurrent conditions included obesity, leg pain, insomnia, stomach ulcer, gastritis, vaginitis, cough, sore throat, bronchitis, uterine fibroid, endometriosis and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression"), mood swings ("mood swings") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"), autoimmune hypothyroidism (seriousness criterion medically significant), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder or problems or changes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen, ibuprofen (motrin), paracetamol (tylenol), surgery (robotically assisted laparoscopic total hysterectomy and bilateral salpingectomy.) And surgery (robotically assisted laparoscopic total hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain was resolving and the ectopic pregnancy with contraceptive device, genital haemorrhage, weight increased, autoimmune hypothyroidism, depression, mood swings, anxiety, female sexual dysfunction, urinary tract disorder, urinary tract infection, bladder disorder, fatigue, nausea, migraine, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge and urinary incontinence outcome was unknown. The reporter considered anxiety, autoimmune hypothyroidism, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-may-2018: historical drug and historical condition were added. Added event urinary incontinence. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe pelvic pain/ chronic pain"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), genital haemorrhage ("persistent bleeding") and autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroid") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included dysuria, ear ache, fever, flu like symptoms, boil, diarrhea, deep vein thrombosis, blood in stool and deep vein thrombosis in 2008. Previously administered products included for an unreported indication: coumadin in 2008 and lupron. Concurrent conditions included obesity, leg pain, insomnia, stomach ulcer, gastritis, vaginitis, cough, sore throat, bronchitis, uterine fibroid, endometriosis and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression"), mood swings ("mood swings") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"), autoimmune hypothyroidism (seriousness criterion medically significant), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder or problems or changes"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with ibuprofen, ibuprofen (motrin), paracetamol (tylenol), surgery (robotically assisted laparoscopic total hysterectomy and bilateral salpingectomy.) And surgery (robotically assisted laparoscopic total hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain was resolving and the ectopic pregnancy with contraceptive device, genital haemorrhage, weight increased, autoimmune hypothyroidism, depression, mood swings, anxiety, female sexual dysfunction, urinary tract disorder, urinary tract infection, bladder disorder, fatigue, nausea, migraine, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge and urinary incontinence outcome was unknown. The reporter considered anxiety, autoimmune hypothyroidism, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.